Manufacturer narrative:
Seven (7) samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The sponge was found fully separated from the cap in three (3) of the samples. The reported condition was verified in these three (3) samples. An assignable cause could not be determined. A nonconformance has been opened to address this issue. The sponge was found protruding above the rim of the cap in four (4) of the samples. The reported condition was not verified in these four (4) samples. . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of seven (7) minicaps. There was no patient involvement. No additional information is available.